Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin fill gauge was inaccurate. The customer's blood glucose level ranged from 104-105 mg/dl. The customer reloaded the same cartridge, resolving the issue.